Event description:
It was reported a minimum fill notification occurred while reloading an insulin cartridge. There was no adverse impact to the customer's blood glucose level. The customer re-loaded the cartridge to resolve the issue.